Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient began treatment with vancomycin (2 grams, frequency, and route not reported) for peritonitis. The patient was recovered from the event and the fluid was clear. At the time of this report, action with pd therapy was not reported. No additional information is available.